Event description:
The pt is a 50-yr-old white female who, in 1977, had a bilateral subcutaneous mastectomy for severe fibrocystic disease with mastodynia. The pt was immediately reconstructed with co implants. The implant was replaced with another implant under the muscle. Since 1984, the pt has had pain especially in the left breast and which is numb. She also has dry mouth. Due to contracture, pain, systemic symptoms and high probability of rupture, especially on the right, it is medically necessary to remove both implants. On ultrasound examination, it is also noted that the pt has silicone in one lymph node on the right and in five lymph nodes on the left in the lower aspect of the axillary chain.